Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer reported receiving a ¿replace sensor¿ error message on the 4th day of wearing the sensor, and as result, was unable to obtain glucose readings. The customer became hypoglycemic and was unable to self-treat, requiring treatment of glucagon injection by the husband. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. A customer reported receiving a ¿replace sensor¿ error message on the 4th day of wearing the sensor, and as result, was unable to obtain glucose readings. The customer became hypoglycemic and was unable to self-treat, requiring treatment of glucagon injection by the husband. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh009udex4 has been returned and investigated. The sensor plug is properly seated, and no physical damage is observed on the sensor patch. The data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). No failure modes were observed with the sensor plug upon visual inspection. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and observed corrosion. An extended investigation has also been performed on the returned sensor and observed contamination on the sensor's pcba (printed circuit board assembly). Contamination compromises the integrity of the sensor's electronics. Therefore, this issue is confirmed to brownout resets associated with corrosion. All pertinent information available to abbott diabetes care has been submitted. Investigation findings code 4247 appropriate term/code not available was selected as the issue was confirmed to brownout reset associated with corrosion.